Event description:
Note: this MFR report pertains to the first of two devices that were used during the same procedure. Refer to associated MFR report# 3005099803-2008-00229, for a description of the other device. It was reported to boston scientific corporation that a resolution clip device was used during a hemostasis procedure performed on december 7, 2008. According to the complainant, the clip would not attach to the tissue when it was deployed. It is unknown if it was in retroflux position. The procedure was completed with another of the same device. No patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Manufacturer narrative:
Although the suspect device has been returned for evaluation, the device evaluation has not been performed. The cause of the reported malfunction is undetermined at this time. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch report will be filed.